Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Their blood glucose was 270 mg/dl at the time of admission. The customer experienced symptoms such as vomiting. The customer was treated with insulin pump and was also treated in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a no delivery and a motor error alarm. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.